Event description:
A (B)(6) old female patient called zoll customer support to report that her monitor kept resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant resets) has been confirmed. Upon evaluation, the u1003 component on the computer/analog board was defective. The u1003 component is a clpd (complex programmable logic device) macrocell which controls the high-power logic functions of the monitor. The root cause of the defective component cannot be positively determined but is likely due to a random component failure. No adverse event resulted from the constant resets. The patient received a replacement monitor.